Event description:
Percutaneous intravenous central catheter - PICC - was placed and when the operator went to flush it, she noted that the end was cracked. The operator tried to replace it over a wire, but lost access. Therefore, she had to re-access with a different PICC. There were no further complications.